Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Capture management had been turned off in 2008 and the ventricular output had remained at 1 v at 0.64 ms up until the last check when the output was programmed to 2.0 v. Ventricular lead is programmed to unipolar pace polarity and bipolar sense polarity. Ventricular lead impedances varied between 437 ohms and 606 ohms according to the lead trend data for the past 6 days. The capture management trend shows some variation in thresholds between 2006 and 2007 with some threshold ranges in late 2007 slightly above 1 v at 0.4 ms.

Event description:
It was reported that the device had intermittent loss of capture observed via telemetry. The device was reprogrammed to higher output and is still in use. No patient complications have been reported as a result of this event.